Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. The alleged low bg issue could not be verified.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. In addition, it was reported that the customer experienced low blood glucose (bg) level of 50 mg/dl. The customer alleged that the cause of the low bg may have been due to consuming less carbohydrates that what was initially bolus for, but ultimately, the cause was unknown. The customer consumed carbohydrates to address the low bg. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response from the customer was not received.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.